Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned to facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during a revision, when the healthcare provider connected the new lead to the existing ins, the torque wrench appeared to have torqued with clicking noise, but the lead was not secured and could be pulled out of the header block. The ins was replaced, and the issue was resolved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was evaluated.